Manufacturer narrative:
The reason for this revision surgery was the patient dislocated while sitting. The length of in vivo service was less than 1 month. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there have been (B)(4) prior complaints reported against this part number; summary of investigations: (B)(4) damaged due to shipping, (B)(4) for revision surgery, (B)(4) for dislocation, (B)(4) for wear/excessive wear, (B)(4) for pain, (B)(4) for infection, (B)(4) for trauma, (B)(4) for device loosening, (B)(4) for stability, poor joint, (B)(4) for dissociation, (B)(4) blank. This is the first complaint against this lot number. The dislocation was reported to have occured while sitting. The surgeon reported no issues associated with the product and provided no information that definitively described the primary cause or reason of the reported problem. No other conditions relating to this event could be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - for dislocation, per surgeon the patient dislocated while sitting on toilet.